Manufacturer narrative:
Initial.

Event description:
It was reported that the patient, on day one to two of ilet therapy, experienced significant overnight hypoglycemia with a blood glucose of approximately 49 mg/dl that was initially unresponsive to 10¿15 grams of oral carbohydrates and required multiple treatments over about one hour before returning to range. Symptoms included hypoglycemia. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.